Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was broken, and blackened. The cutting wire was observed under magnification and the cutting wire was blackened, and the cut of the cutting wire was not smooth. Additionally, the distal pierced hole was torn. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused if the cutting wire was activated before use causing premature cutting wire fatigue. The cutting wire could have also broken if there was contact between the cutting wire and the endoscope when activated, if there was not direct and constant contact with tissue when applying electrocautery current, or if the voltage exceeds the maximum voltage rating. Additionally, the torn distal pierce hole could have been generated due to resistance felt at the cutting wire with the endoscope. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct during an endoscopic biliary laparoscopic stone crushing procedure performed on (B)(6) 2021. During the procedure, when endoscopic sphincterotomy (est) was performed using a stonetome, the cutting wire broke midway through. It was reported that no part of the cutting wire detached and fell into the patient. The est procedure was completed with a different device. It was also reported that during the procedure, a hydra jagwire guidewire became stuck in a stonesmash basket device which was also stuck in a spyscope ds ii access and delivery catheter. The same spyscope ds ii access and delivery catheter lost visualization 30 minutes into the procedure. The stone removal procedure was completed with a second spyscope ds ii access and delivery catheter with electrohydraulic lithotripsy (ehl) and a second jagwire guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct during an endoscopic biliary laparoscopic stone crushing procedure performed on (B)(6) 2021. During the procedure, when endoscopic sphincterotomy (est) was performed using a stonetome, the cutting wire broke midway through. It was reported that no part of the cutting wire detached and fell into the patient. The est procedure was completed with a different device. It was also reported that during the procedure, a hydra jagwire guidewire became stuck in a stonesmash basket device. A second hydra jagwire guidewire was used to continue the procedure. The procedure was also continued with a spyscope ds ii access and delivery catheter, and after approximately thirty minutes, visualization was lost while an accessory was passed through the scope's working length and during use of electrohydraulic lithotripsy (ehl). The stone removal procedure was completed with a second spyscope ds ii access and delivery catheter. There were no patient complications reported as a result of this event.